Manufacturer narrative:
This product is registered as a combination product. No complaint was received with the return of the device. Failure event observed during analysis. Only the connector portion of the lead was returned in one piece measuring 10.0cm. Final analysis found full breach insulation degradation noted at 4.5cm from the connector pin exposing the coil adjacent to the connector boot. All other damages found are consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.